Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is rupture.

Event description:
Physician reported a left side rupture. This device has been explanted.

Event description:
Physician reported a left side rupture. This device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell, black particles and underweight. A visual and micro analysis was performed which identified: sharp broken and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior due to an unidentified (tear) opening.

Event description:
Physician reported a left side rupture. This device has been explanted.